Event description:
As the first of two screws were placed, part of the screw driver assembly broke off on the screw and remained in the pt. The piece measured approx 2 mm and remained inside the head of the screw. There was no way to remove as it was fixed to the screw.